Event description:
It was reported an infection occurred and vegetation was seen on the right ventricular (rv) lead via echocardiogram. The implantable pulse generator (ipg) system was explanted and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.